Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 503 mg/dl at the time of the incident. The customer was at 170 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The caller mentioned a bent infusion set cannula. Troubleshooting was not completed. The insulin pump will not be returned for analysis.